Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precision glide needle was damaged and leaked. The following information was provided by the initial reporter: the reporter stated that after the injection needle was placed on the syringe, while priming the syringe, a leak was observed. The reporter stated that the beveled side of the injection needle had a twist or bend in the needle causing the liquid to leak from the needle. The dose was deemed unusable and another dose was used.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-may-2023 investigation summary it was reported the needle hub was twisted and leakage occurred. To aid in the investigation, one sample with no packaging blister and four photos were provided for evaluation by our quality team a visual inspection was performed and the needle hub is twisted 1/2" from the bottom of the hub. This condition induced damage to the hub and holes. The sample was connected to a syringe and confirmed leakage through the holes located where the twisting occurred. The four photos provided show the sample received. No other defects or imperfections were observed. A device history record review was completed for provided material number 305106, lot 0022956. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample was shown to associates and none have observed a defect like this before. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be determined.

Event description:
It was reported that the bd precision glide needle was damaged and leaked. The following information was provided by the initial reporter: the reporter stated that after the injection needle was placed on the syringe, while priming the syringe, a leak was observed. The reporter stated that the beveled side of the injection needle had a twist or bend in the needle causing the liquid to leak from the needle. The dose was deemed unusable and another dose was used.